Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the physician had difficulty getting the filter in through the hemostatic valve. The physician was eventually able to push the filter through the valve and heard a pop. The physician tried to push the filter on through the sheath and it would not advance. The physician tried to pull the delivery system out of the sheath, but it would not work. The physician removed the device and observed that the secondary strut was mangled. The procedure was successfully completed with a competitor's device. A photo of the filter after it was pulled out was provided. It showed the secondary legs being mangled because it was pulled out from a femoral approach. The instructions for use caution that attempting to retract the pre-deployed filter could damage the secondary legs or the caval wall. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information it is unknown what caused the resistance when advancing the filter introducer. However, if resistance is observed the IFU warns not to use excessive force to try advance the filter through the introducer sheath. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: other healthcare professional, referred to as lead tech. PMA/510(k): k171712 investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician had difficulty getting the filter in through the hemostatic valve. He was eventually able to push the filter through the valve and heard a pop. He tried to push the filter on though the sheath and it would not advance. He tried to pull the delivery system out of the sheath but it would not work. They removed the device and observed that the secondary strut was mangled. The procedure was successfully completed with a competitor's product. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.